Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of capture, high capture thresholds, high pacing impedance, oversensing and no low voltage output on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in unknown condition.

Manufacturer narrative:
Correction: b5 for patient status and noise oversensing.

Event description:
New information notes that noise oversensing was noted on the right ventricular lead. The patient was in stable condition.

Manufacturer narrative:
Correction: b5, lead was capped not explanted.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of capture, high capture thresholds, high pacing impedance, oversensing and no low voltage output on the right ventricular (rv) lead. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient was in unknown condition.

Manufacturer narrative:
Correction: h6 code of no lv output should not have been used.